Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change-out due to normal eri, externalized conductors were observed. The patient was asymptomatic. No electrical anomalies were detected. The lead was explanted and replaced. The patient was fine after the procedure.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. Internal insulation abrasions were noted at 0.7-1.3 cm, 2.5-2.7 cm, and 5.3-6.8 cm from the distal end of the svc shock coil. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 10.0-12.0 cm from the distal end of the svc shock coil. The etfe coating was abraded at this location.